Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the power supply was not functioning and the left and right charging bays were defective. Therefore, the reported condition was confirmed . The assignable root cause was determined to be due to normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the power supply on the universal battery charger device was not functioning. It was also observed that the left and right charging bays were defective. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.